Event description:
Caller reported experiencing an alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resuming insulin administration. No additional assistance was necessary, and customer technical support decided to close the case.